Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message was displayed. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the e315 error message could not be reproduced. Evaluation did find angulation in the up direction and the play of the up/down knob was out of standards due to wear of the angle wire, the screen was partly dark due to scratch on the charged coupled device (ccd) lens, the light guide bundle condition was not good, the light guide lens was broken, the bending section cover adhesive was discolored, the scope cover unit was polluted, the distal end was scratched, and the scope had water invasion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message when preparing the scope for use in a diagnostic procedure. The complaint was completed with a similar scope. There was no reported patient harm or impact due to this event.